Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 670 mg/dl at the time of incident. The current blood glucose level is unknown. The customer also experienced other blood glucose value such as 176 mg/dl, 460 mg/dl, 553 mg/dl. The customer treated high blood glucose with syringe. The insulin pump will not be returned for analysis.